Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2018. It is unknown whether the patient was reimplanted with another cochlear device, as of the date of this report.

Manufacturer narrative:
This report is submitted on december 7, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection of the middle and inner ear and was subsequently placed on oral antibiotics (date and duration not reported). Revision surgery is scheduled; however, yet to occur as of the date of this report.